Event description:
It was reported that the patient's right ventricular (rv) lead has shown slowly rising bipolar pacing impedance and had tripped an impedance alarm. No action taken at this time and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).